Event description:
Additional information: it was later reported that the trial infusion was stopped until the patient recovered. The patient recovered later that same day. The trial continued with a dose of 50 mcg/day. The patient went into surgery and the pump and catheter were implanted. The patient was receiving intrathecal baclofen therapy and was doing well.

Event description:
It was reported the patient was undergoing a continuous 2 day trial, with a planned implant for the day of report, but the patient was found to be running a low grade fever. The healthcare provider (hcp) aspirated the catheter and took a cerebrospinal fluid (csf) sample and then restarted the pump. Following the restart of the pump, the reporter indicated the patient "seemed to be overdosed," so the hcp stopped the infusion. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).